Manufacturer narrative:
(B)(4) . The sample was not returned and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who died coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the time of death. It was reported that capd therapy was discontinued two days prior to the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.